Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity at pre-implant. There is no further information available to date and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.